Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states that the speed was fluctuating from slow to fast and dealer was inquiring as to whether or not parts are available.